Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the faulty power switch to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator turned itself off. The patient was transferred to another ventilator without harm.